Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation and motron pcb were evaluated and replaced. The cpu console was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system repeatedly locked up during use requiring a system restart to regain functionality. No pt serious injury or death was reported related to this event.